Event description:
It was reported that a surgeon noticed a few bubbles and fluid inside the lead insulation a few inches away from the lead pin while replacing a patient's generator due to end of service. Pre-op diagnostics were performed and indicated 2.0 ma/30 hz/250 usec/30 sec/ 1.8 min/ 2.25 ma/ 60 sec/ 250 usec/ yes and normal mode diagnostics indicated ok/ok/2/yes. Moreover, the surgeon stated there was a small area on the lead with a slight bend/compressed area and believed this might be the area where the insulation was compromised. The surgeon decided not to replace the lead at the time for several reasons including the increased risk of infection, scar tissue around the nerve since the generator area had scar tissue, and length available in the nerve area for re-implant. Two system diagnostic tests were performed on the newly implanted generator (one-out-of-pocket and one in-pocket) indicated ok/ok/1727/10 and ok/ok/1757/10 respectively. Good faith attempts to obtain the explanted generator were unsuccessful to date as the device was discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.